Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection of the device confirms that the impactor body has fractured. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that impactor broke during implantation. No delay longer than 30 minutes. No pieces fell into the patient's wound. Backup device was used.